Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient felt pacemaker pulses.

Event description:
It was reported that the patient presented for follow-up in backup vvi. The patient recently underwent non-device related surgery and claimed to have felt pacemaker pulses since then. After a software device download, normal function resumed and the device parameters were successfully reprogrammed.